Manufacturer narrative:
The reported event was confirmed. Evaluation observed dried iodine solution leak around the package. However, the point of leakage was unable to be determined on the pvi package. The potential root cause for this reported event could be error during the manufacturing process at supplier site. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box."

Event description:
It was reported that the user found povidone iodine leaked when the package was opened. The device was not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found povidone iodine leaked when the package was opened. The device was not used.